Event description:
It was reported that the lens was explanted due to improper intraocular lens (iol) power. Patient was reported to be okay during post examination.

Manufacturer narrative:
Catalog #: za90030265, expiration date:10/31/2016, serial #: (B)(4). If implanted, give date: (B)(6) 2012. Device manufacture date: 10/01/2011. Additional information provided stated that the patient had the explant on their left eye with an incision measuring 3.5mm. The customer had initially reported the explant had occurred on the patients right eye (od). We have now learned that the patient had the left eye (os) iol explanted. The explanted lens was received for evaluation and the lens belonged to the manufacturing production order of a size 26.5 diopter, model za9003. The lens was inspected at 10x microscope magnification. The quality technician confirmed that the lens was a model za9003 based on the characteristics observed. The lens had surface residuals adhered to both sides of the optic body compatible with an explanted lens. The lens was cleaned to remove contamination; the lens was visually inspected with no other cosmetic defects found and inspected the lens for optical properties. The results showed that the lens diopter corresponded to a size 26.5 diopter lens. A review of the manufacturing record documentation found this lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.